Event description:
It was reported that the customer was in a car accident. The customer lost the insulin pump during the accident. However, he later found the insulin pump, and when he began to use it again he experienced high blood glucose. The reported blood glucose reading was 218 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.